Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm) due to concerns of inappropriate therapy delivery. Ts reviewed the provided data and confirmed that the device delivered six bursts of anti-tachycardia pacing (atp) and six shocks due to rhythmid was uncorrelated. The therapy was determined to be inappropriate. Therapy was exhausted. Ts provided programming optimization recommendations. The hcp stated the clinic will reprogram the device. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.